Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a frayed grip cable at the yaw pulley. The cable itself was not fully broken. The instrument moved intuitively during manual articulation. There was no discoloration, corrosion, or contamination found on the cable that would occur from improper reprocessing, which can reduce the material integrity. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.